Event description:
It was reported that during a percutaneous drainage procedure the suture broke. The apdltl/7.3 flexima firm single drainage catheter was placed in the liver. While removing the drain the suture caught inside the patient's body and not able to removed. The physician cut the suture 5cm of the suture remained inside the body. An unspecified time later the physician went to remove the suture. However, the suture was missing. The physician confirmed that the suture removed itself. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluation: received one apdltl/7.3 flexima firm single catheter with non bsc suture/thread tied around the catheter near the proximal hub end. The catheter device was intact but slightly curved from use. Residue was present in the catheter device to indicate use. From a visual evaluation, it was found that the suture was broken and the broken section of the suture extended out through the distal suture hole. The suture was found to extend approximately 6.8 cm from the distal pierce hole. Examination of the cut/broken end of the suture revealed that the suture was broken/cut by a sharp edge of scissors/scalpel. The suture did not break due to inadequate suture strength or material degradation. The catheter was cut open which revealed that the remaining section of the suture, with stopcock key, was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous drainage procedure the suture broke. The apdltl/7.3 flexima firm single drainage catheter was placed in the liver. While removing the drain the suture caught inside the patient's body and not able to removed. The physician cut the suture 5cm of the suture remained inside the body. An unspecified time later the physician went to remove the suture. However, the suture was missing. The physician confirmed that the suture removed itself. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is good.